Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department for a report on an n188 (negative proximal occlusion b delivery) alarm condition and a broken door roller. No tracking information was provided; therefore, specific pt information, device programming, or event details were not available. There were no report of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller and door roller pin were broken. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller and roller pin were broken. An n188 (negative proximal occlusion b delivery) alarm condition was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.